Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the tip of the harmonic ace curved shears instrument broke off during a liver resection. The tip was retrieved by the physician without any patient harm. A second harmonic instrument was used to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made three follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the harmonic tip broke off during liver resection. For clarification, the instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece, approximately 0.45" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Root cause is attributed to mishandling/misuse. Additionally, the teflon pad on the clamp arm was found to have thermal damage. Melted marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the additional failure of teflon pad damage to not be related to the customer reported complaint. Root cause is attributed to mishandling/misuse. No image or video clip for the reported event was submitted to isi for review. A review of the procedure log showed the harmonic ace curved shears were last used on (B)(6) 2022 in a liver resection procedure performed on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.